Event description:
Initial result for a pt magnesium was 4.2 mg/dl. When repeated, the result was 1.8 mg/dl. The incorrect result was not used to guide treatment. The field service rep found the probe wash had inadequate flow and repaired the instrument by cleaning the affected lines.